Manufacturer narrative:
On 10/2/2019, mentor became aware that the baker grade was iii on both sides. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that be could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade unknown postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.